Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. The patient experienced their incision opening and having drainage. The nurse practitioner reported the patient's incision has healed several times, later reopens, and then the patient gets seen at urgent care or the emergency department for healing issues and signs of infection. The clinic has tried to treat the open or healing wound. The patient's urinary symptoms have been going well with no complaints. The nurse practitioner has placed the patient on antibiotics. It was unknown if the patient had an active infection but reported no purulent drainage. Previous wound cultures were tested positive for staph. The patient ultimately had revision surgery, and the physician felt it was best to implant the new device on the opposite side. Incisions from the previous implant did not look optimal but when the physician opened them, they did not see anything concerning for infection. The patient is seeing good results and expected to fully recover.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: (B)(4) model/catalog description: tined lead kit unique identifier (UDI): (B)(4). UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of dehiscence, fluid discharge, and infection was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient had surgery to revise their neurostimulator and tined lead. The patient experienced their incision opening and having drainage. The nurse practitioner reported the patient's incision has healed several times, later reopens, and then the patient gets seen at urgent care or the emergency department for healing issues and signs of infection. The clinic has tried to treat the open or healing wound. The patient's urinary symptoms have been going well with no complaints. The nurse practitioner has placed the patient on antibiotics. It was unknown if the patient had an active infection but reported no purulent drainage. Previous wound cultures were tested positive for staph. The patient ultimately had revision surgery, and the physician felt it was best to implant the new device on the opposite side. Incisions from the previous implant did not look optimal but when the physician opened them, they did not see anything concerning for infection. The patient is seeing good results and expected to fully recover.